Event description:
Primary stability achieved, no osseointegration. Inflamed sinus at the time of surgery. Sinus perforation, pain, increased sensitivity, mobility. Patient returned to office with pain and mobility in implant area.